Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report a communication issue with the one touch ultralink meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted the reported meter did not transmit the blood glucose reading to her insulin pump. The patient noted the meter did successfully display the results. The patient took her normal doses of insulin using the pump. Six hours later, the patient experienced the symptoms of anxiety and lack of energy. She did not seek any medical attention or treatment. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient was able to successfully test her blood glucose levels using the reported meter, and administer insulin accordingly. The patient's symptoms were not indicative of severe hypoglycemia or hyperglycemia. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.